Event description:
It was reported that during the pulmonary arteriovenous malformation (avm) procedure the subject coil prematurely detached inside the microcatheter and was removed with the snare device. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the device was returned jammed within a microcatheter. The coil delivery wire was not returned. The main coil was seen to be stretched. The main coil was seen to be prematurely detached /separated. During functional inspection the returned microcatheter was cut open and the distal end of the coil was retrieved. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer was the device was prepared as per dfu. Continued flush was set up and maintained throughout the procedure. The patient¿s anatomy was of average tortuosity. The subject coil got prematurely detached inside of a microcatheter. During analysis, the delivery wire was not returned. The main coil was jammed within the microcatheter the device was cut to release the coil for inspection. The main coil was seen to be stretched and detached. An assignable cause of procedural factors will be assigned to the reported event ¿main coil prematurely detached/separated during use¿ as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of procedural factors will be assigned to the analyzed events ¿coil jammed¿, ¿main coil stretched¿ and ¿main coil prematurely detached/separated during use¿ as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the pulmonary arteriovenous malformation (avm) procedure the subject coil prematurely detached inside the microcatheter and was removed with the snare device. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.